Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name :scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000132731.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system and lead migration. It was confirmed via x-ray. As a result, surgical intervention was undertaken wherein the entire system was explanted. Note : it is unknown which lead is related to this issue.